Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 510 mg/dl. The customer adminstered a correction injection to address bg. The customer reverted to an alternate method insulin therapy.